Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 50 mg/dl at the time of incident. Customer stated that the insulin pump buttons were sticking and continued to scroll without the user's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported crack near the insulin pump battery compartment and transmitter issue. Troubleshooting was performed and completed. Customer had a low blood glucose of 50 mg/dl and no form of treatment and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed all operating currents tested within the specification range and passed off no power test. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Pump received with broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker and minor scratches on display window noted.